Event description:
New information notes that the lead exhibited noise, insulation failure and low pacing impedance. Patient doing fine with new lead when seen in clinic post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014 further information was requested but not received

Event description:
It was reported that a patient presented with an atrial lead that exhibited oversensing. The lead was capped and replaced on (B)(6) 2020.